Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to pericardial effusion. The patient was treated with medication. It was not clear if the reason for the pericardial effusion was related to atrial lead dislodgement or postoperative dressler syndrome. No further information could be obtained.